Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 11 years following the implant of a transcatheter pulmonary valve, a second valve was implanted valve-in-valve for an unknown reason.

Event description:
It was reported that 11 years following the implant of a transcatheter pulmonary valve, a second valve was implanted valve-in-valve for an unknown reason. Additional information was received that valve-in-valve (viv) was performed due to central pulmonary regurgitation of unspecified se verity. The viv was not performed due to patient outgrowth.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 11 years following the implant of a transcatheter pulmonary valve, a second valve was implanted valve-in-valve for an unknown reason. Additional information was received that valve-in-valve (viv) was performed due to central pulmonary regurgitation of unspecified se verity. The viv was not performed due to patient outgrowth. Additional information was received that the severity of the pulmonary regurgitation was mild.